Event description:
It was reported that the customer received compromised force sensor system alarm. Advised that, during seating, the force sensor did not detect the reservoir. The customer's blood glucose was unknown. Advised that the insulin pump would be replaced due to the occurrence of the alarm. Advised customer to revert to a back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.